Event description:
When screwing the glenoid the screwdriver broke in the glenoid, we could not screw or unscrew the glenoid, the thread was not completely screwed. It was impossible to remove without tearing the glenoid plate behind. The surgeon had complied with the operative technique, impacted the glenoid with the impactor and the glenoid screw with the screwdriver. There has been no pressure on the screwdriver.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.